Event description:
Inserter tip broken. The trial broke off the end of the inserter during the trialing phase of the tlif. The surgeon removed the trial and continued on with the procedure. The surgeon used the second inserter in the set and completed the procedure. There was no secondary medical intervention and no patient injury caused by this incident. As of 03/10/2016 only the inserter has been received for evaluation.